Manufacturer narrative:
The device history record (DHR) review was completed, and the device passed all manufacturing release criteria for distribution. Engineering analysis of the device logs confirmed the presence of alarm 35 - insulin, occlusion - beginning at approximately 4:00am on (B)(6) 2025. This alarm persisted for several hours and was not acknowledged until 10:04am, during which time insulin delivery was intermittently paused. Cgm signal interruptions were also noted throughout the event period. The occlusion and prolonged dosing interruption likely contributed to the user's reported diabetic ketoacidosis. The product was not returned for evaluation. Should additional information become available, a supplemental report will be submitted.

Event description:
On 19-jun-2025, a clinical representative reported that the user was hospitalized for diabetic ketoacidosis (dka). It was reported that the user felt the symptoms related to dka and ems was called, and the user was transported to the hospital. The user was treated with intravenous insulin and discharged the following day.